Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding. Concomitant products included lisinopril, loratadine and sertraline. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2008, the patient experienced mood swings ("mood swings") and abdominal pain ("abdominal pain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), uterine leiomyoma ("fibroid uterus") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("no desire for intercourse"), fungal infection ("yeast infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown, the loss of libido, vaginal haemorrhage, menorrhagia, fungal infection, migraine, headache, vaginal discharge, uterine leiomyoma, mood swings, urinary tract infection and abdominal pain had resolved and the dysmenorrhoea had not resolved. The reporter considered abdominal pain, dysmenorrhoea, fungal infection, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: on (B)(6) 2013, no intramural nodules are present. Small metal coils are present on both fallopian tube stumps. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet: all relevant medical history condition, concurrent condition, concomitant medication and events loss of libido, vaginal haemorrhage, menorrhagia, fungal infection, migraine, headache, dysmenorrhoea, vaginal discharge, uterine leiomyoma, mood swings, urinary tract infection and abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.